Manufacturer narrative:
Serial number was requested, but not provided. The reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 11 days of data [(B)(6) 2021 ¿ (B)(6) 2021 per the timestamp]. The log file captured no external power and low voltage hazard alarms on (B)(6) 2021 from 7:40:03 to 7:40:21 and from 7:41:01 to 7:41:10 due to temporary losses of power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided stated that the mpu has an ac power cord with a v-lock connector. Multiple requests were made to obtain additional information (including the serial number of the mpu and if the cause of the loss of power was known); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2021 that was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient was using the locking version of the mpu a/c power cord. There was no interruption in pump support.